Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation both response button were non-functional. The cause for the failure were defective response button switches. The root cause for the defective switch could not be positively identified. As received, the monitor failed incoming functional testing. The cause for the failure was determined to be insect contamination inside the monitor. The root cause for the contamination was an insect infestation. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that the monitor response buttons weren't working.